Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a shunt vessel. A 7.0 x 40, 75cm mustang¿balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications nor injury were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. Blood was observed within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath, the returned device was again attached to an encore inflation unit and positive pressure was applied when liquid was seen escaping from a pinhole leak in the balloon material 14mm distal to the distal edge of the proximal markerband. A visual and microscopic examination identified no issues with the balloon material that have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a shunt vessel. A 7.0 x 40, 75cm mustang¿balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications nor injury were reported.